Event description:
Pt suffered bleeding due to slits at distal end of sheath. Bleeding was evident around the sheath and on the pt's skin. Pt sent to emergency room for observation and later sent home.